Manufacturer narrative:
UDI# (B)(4). Concomitant medical products: metasul durom, component for acetabulum uncemented, 50/44, code j, catalog no# 01.00214.050, lot no# 2491111. Metasul ldh, head, 44, code j, taper 18/20, catalog no# 01.00181.440, lot no# 2494990. Therapy date: (B)(6) 2015. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to lysis of stem.

Manufacturer narrative:
DHR review: the quality records indicate that these components met all requirements to perform as intended. No trend considering the following event is identified: osteolysis. Event summary: it was reported that the patient received a left hip implant on (B)(6), 2009 and was revised on (B)(6) 2015 due to osteolysis around the stem. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check of durom cup and metasul ldh was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, due to the unknown information of head adapter, the compatibility between head and stem could not be checked. Conclusion summary: the patient was revised due to osteolysis around the stem. The implant was 6 years 12 days in vivo. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Possible cause for osteolysis includes patient factors like aging and biological response to metal debris as well as device-related factors like wear and stress shielding. However, due to significant lack of information, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.